Event description:
The affiliate reported the customer alleged after completing system check maintenance, non-reproducible false positive troponin I (accutni) patient results were received involving unicel dxc 600i synchron access clinical system. Subsequent testing of the patient's samples recovered lower results, within the normal reference interval. The elevated results were released out of the laboratory and questioned by the clinician. Amended reports were issued. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. The customer performed system check and precision test of quality control (qc) material; all were within specifications. The presence of a clotted sample and the concurrent false positive results were all run in succession. The customer confirmed the analyzer was functioning normally. The customer tested controls as precision test and was satisfied with the results. In conclusion, the cause of this event is unknown and could not be determined.